Event description:
Boston scientific received information that the patient implanted with this device system underwent an ablation procedure. Since the procedure, some shock impedance measurements were up to 120 ohms. Normally the impedance measurements were in the 50 ohms range. However, there was one measurement of less than 20 ohms, and the measurement listed for the next day was noise, with no value. Since then, the shock impedances had been stable and within normal range. There was concern that the lead had been damaged during the ablation procedure.

Manufacturer narrative:
Technical services discussed a potential insulation breach, and also discussed that the low measurement and noise could have been caused by electro-magnetic interference (emi) from the ablation procedure. No adverse patient effects were reported. The field representative later reported that the less than 20 ohms measurement and the noise reading were due to emi while the patient was still in the hospital. All measurements since then have been normal. Additional information has been provided that this is a device specific issue, not a lead issue.